Event description:
A surgical assistant reports, "fractures on the optic" were noted after insertion of the intraocular lens (iol). The surgical incision site was enlarged to 3.20 mm in order to accommodate the removal of the iol.